Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-operative diagnosis: needing anterior spinal exposure. For which he underwent following procedures: anterior spinal exposure. On (B)(6) 2011: patient presented with following pre-operative diagnosis: l5/ s1 degenerative disk disease. For which he underwent following procedures: l5/s1 anterior lumbar interbody fusion (alif) using rhbmp-2/acs. As per op- notes ¿after the endplate was probably prepared, using a rasp, a trial was inserted, appropriate sized sizer was inserted with good fit at l5/s1. The appropriate size alif graft (ldr roi-a) peek graft was then opened. The central portion was packed with rhbmp-2 inserted into the disc space without difficulty.patient tolerated the overall procedure without any complications." Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.